Event description:
Healthcare professional reported ''stronger, painful, MRI: broken breast implant.'' This relates to the left side. Device has been explanted and replaced.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.